Event description:
Additional information received reported that the patient was having a lead revision on (B)(6) 2014.

Event description:
It was stated that the lead revision occurred on (B)(6) 2014 as planned. The lead was tested once it was disconnected from the stimulator. All impedances were normal. The stimulator channels were cleaned, assessed and the lead was reconnected. The final outcome was not reported, but requested. If additional information is received. A follow up report will be sent.

Event description:
Additional information received from the patient via a manufacturer representative reported that the revision was performed for some type of ¿short¿.

Event description:
The company representative that was involved met with the patient on (B)(6) 2014 and all was resolved. The patient had good coverage.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the intermittent stimulation was present upon palpating the stimulator at an office visit on (B)(6) 2014. It was also stated that there were changes in paresthesia coverage as well as a stimulation loss. The patient reported a surge. This was stated to be at the pocket. Initially impedances were all normal. Groups a and b were adjusted. Groups c and d were noted to be adaptivestim programs. The patient stated the issue was on all groups. On group c when the patient reproduced the issue, impedances on electrode 5 were greater than 10,000 ohms. The electrode was programmed around. When this was done, group c was a reproduction of group d and it was deleted. It was stated that group b was of no benefit when reprogrammed. Group a was able to be reprogrammed around electrode 5 as only 1 program was using the electrode. Adaptivestim was set up on group d and group a was left as a patient adjustment. The patient stated he liked the adaptivestim and was impressed. The patient was to let the physician/company representative know how he was doing in a couple of weeks. The patients status was alive with no injury.

Event description:
It was reported that the patient was experiencing stimulation in the wrong location. The patient reportedly met with a manufacturer representative on (B)(6) 2014 and had some adjustments made. It was noted that the manufacturer representative put in a group a and group b and the patient thought that it was left on group b after the appointment. It was also noted that the patient¿s health care provider (hcp) also took staples out of the incision as well. After the appointment the therapy was reportedly not helping as much as it was. It was noted that the patient¿s bottom disk is almost gone. The patient was reportedly feeling stimulation in their left hip and the patient stated that they needed it more in the middle of their back or somewhere in between. It was further reported that sometimes the patient felt like the stimulation was cutting in and out. It was noted that patient felt the stimulation and then they did not. The patient thought it might be related to the position they were in and that it was most obvious when they were walking. It was further reported that the patient programmer would not allow the patient to navigate over to a group b or to a program 2 on group a. It was later reported that the cause of the event was unknown and the health care provider (hcp) was not aware of any abnormal impedance measurements. It was also reported that an x-ray was taken when the patient was last seen by their hcp and it ¿looked good¿ and the paddle had not moved. It was noted that it was unknown if the patient required hospitalization and the hcp commented that they had not heard of there being an issue and as per the manufacturer representative it was currently working.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were issues with impedance readings on the #5 electrode. The patient came back in to try to recapture left gluteal, belt-line coverage. Troubleshooting that was going to be done was non-invasively recapturing stimulation that would provide coverage, give adequate pain control and would still be able to ambulate without too much stimulation to the left knee which would cause some uncertainty in ambulation. It was noted this was to be tried and changed on group a, program 1 in order to see if it would provide adequate pain relief and allowed for ambulation. It was reported that if it was successful, adaptive stimulation would be initiated. If not successful, the patient may opt for a revision on the lead/implantable neurostimulator (ins) connection, and the patient understood that a revision on the electrode itself may or may not improve coverage. It was reported that stimulation was intermittent and the patient was having intermittent stimulation so that it was cutting out and coming on again. It was noted that the intermittency occurred when the patient pressed on the ins. This was recreated today while taken an electrode impedance and #5 electrode pairs were showing >10,000ohms when tested at 0.7 volts. It was noted that #5 was used in programming and the location of #5 electrode on the paddle was reviewed. It was reviewed that it was most likely a lead issue directly connected with the system, but there was some chance that something could have been causing this in the ins header block. Testing the lead separately was reviewed to determine for sure if they were going to end up doing a revision. For now, reprogramming was going to be tried to address the issue. It was reported that the patient was continuing to feel surging with stimulation on when he bent over and touched the ins. Impedances were checked during surging and showed electrode #5 was >10,000 ohms. Reprogramming was done twice and the patient continued to feel surges. It was unknown if palpation with stimulation off caused surging. It was noted that the next option was to talk with the neurosurgeon to clean out the header block. It was reported that patient was sent for an x-ray to compare to the post-operative x-ray the day of the report. The plan was to disconnect the lead from the ins, clean the contacts and internal header block as best as possible. It was noted that obvious issues in pigtail or debris in block would be looked for and would asses if placement resembled primary placement or trial. It was uncertain, it was noted that there would be a replacement of the entire lead and would be sent in for analysis. This was noted this was post-implant surgical consult on the day of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3550-39, lot# n377894, implanted: (B)(6) 2014, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).